Event description:
It was reported that the right atrial (ra) lead and the left ventricular (lv) lead were damaged during the removal of another lead. The ra lead and the lv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)